Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 40 mg/dl and 164 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege over delivery because she just started using the loaner pump and she has been low in the morning. Customer was treated with food. Customer was neither in emergency room, nor admitted into hospital. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specifications. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).